Event description:
The customer reported that during a product demonstration, their device would not power on. Upon evaluation by physio-control, it was observed that the on/off button had to be pressed extraordinarily hard to activate. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported device issue. It was observed that the power switch had to be pressed extraordinarly hard to activate. The customer was advised that this device is no longer under warranty and it is unknown if the device will be returned to the failure analysis center for additional evaluation.